Event description:
It was reported that the device was used during a prostatectomy. It was reported by the rep that the clip would not deliver (feed). Another instrument was used. There was no consequence to the pt.